Manufacturer narrative:
The event was confirmed with medical records received. -patient underwent a revision procedure due to patient allegations of pain, soreness, discomfort, metallosis and elevated ion levels. It was noted that there was metallic stained tissue and dehiscence of posterior hip capsule. During the revision procedure, significant synovitis, metal debris, and bone loss was noted. -pre/postop diagnosis: painful left mom tha with metal debris and osteolysis -patient presented with increasing pain and discomfort and catching in the left hip and rubbing sound. -ebl 1200ml, 2 units prbc transfused. -there was obvious osteolysis and metal debris around the greater trochanter, pushing through the greater trochanter, making a very thin greater trochanter, almost near fracture. Extended trochanteric osteotomy performed. -severe amount of synovitis noted with dirt-like material around the greater trochanter and stem. -stem noted to be well-fixed. I tried to then disimpact the morse taper of the femoral head on the taperloc stem. I tried with multiple bone tamps and could not remove it. The taper breaker could not be utilized as well. I then performed removal of the femoral stem with thin moreland revision instrument, thin osteotomes. After removing the stem, I then attacked the acetabular component.. -large amount of metal debris noted within the acetabulum, defect noted and packed with cortical and cancellous chips. -plate and cables used to repair the osteotomy, cerament used to unite the greater troch to the stem. All initial components removed, arcos system placed. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 157444, head, lot # 012410; item # 103204, stem, lot # 060690; item # 139256, taper adapter, lot # 916710. Multiple reports have been submitted for this event. Please see associated report: 0001825034-2018-09438.

Event description:
It was reported that a patient was revised approximately 8 years post implantation due to allegations of pain, soreness, discomfort, metallosis and elevated ion levels. It was noted that there was metallic stained tissue and dehiscence of posterior hip capsule. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient was revised approximately 8 years post implantation due to pain, elevated metal ion levels, and osteolysis on imaging. During the revision procedure, significant synovitis, metal debris, and bone loss was noted. There was obvious osteolysis and metal debris around the greater trochanter, pushing through the greater trochanter, making a very thin greater trochanter, almost near fracture. Severe amount of synovitis noted with dirt-like material around the greater trochanter and stem.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.